Manufacturer narrative:
The insulin pump passed the displacement test. However, the pump was unable to be primed during the prime test. The pump also alarmed with a motor error during the basic occlusion test due to a faulty force sensor resistor (gold). The motor was tested outside the device and passed, and the unit was received with a broken belt clip slot. (B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer reported via phone call that the insulin pump received a motor error alarm. The customer's blood glucose at the time of incident is unknown. The alarm occurred during normal use, and when the customer rewound the pump the motor error alarm happened again. The customer was advised to change the infusion set and reservoir. The insulin pump was returned for analysis and a replacement device was shipped to the customer.